Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unk. According to the reporter: during preparing for surgery, while inserting the trocar into cannula, the seal broke. No pt involvement. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used for the procedure. No pt injury was reported.